Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, issue with door shim, which was experienced during evaluation. Evaluation found the flow label missing from the inside of the door. The flow label was replaced.

Event description:
It was reported that a spectrum pump had an issue with the door shim. It was also reported there was no patient involvement.